Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient stated that she was hospitalized due to low bgs in the range of 20 mg/dl. The patient stated that her doctor made changes to the pump settings, and she has been experiencing high bgs ever since. The patients most recent bg was 369 mg/dl. The patient was unable to troubleshoot at the time of the call, and stated she would be calling back for help with the settings. Nothing further was reported.